Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio2: 1.3, inratio2: 3.8, inratio2: 2.4. Time elapsed between each method of testing is thirty seconds. Patient's therapeutic range is 2.0-3.0. "Caller also alleged discrepant results compared with doctors meter. Results as follows:" date: (B)(6) 2012, inratio2: 2.0, doctor's meter: 2.3. Time elapsed between each method of testing is a few seconds. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.